Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. Add'l pt/event details have been requested. Should add'l info become available, a follow-up report will be submitted.

Event description:
The end user reported her skin tore while removing the adhesive border of the skin barrier. She indicated the peristomal skin under the adhesive tape border was red, raw and has had scant bleeding. The end user was provided with instructions on skin care and the crusting technique.

Manufacturer narrative:
Additional information received on november 13, 2015. The product associated with batch 4j01614 was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).